Event description:
It was reported that a patient suffered a pneumothorax during or after the procedure. The patient was admitted and a chest tube was placed. The pneumothorax resolved and the patient was discharged the following day with no residual effects. No device malfunction was reported.